Manufacturer narrative:
It was reported that the patient's hip has post operatively dislocated. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's hip has post operatively dislocated.